Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
Hold for ac 5.4 the customer reported dangerous malposition of the intra-aortic balloon (iab) into the aortic arch. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).